Event description:
Information was received in sep-2005 from a physician, concerning a pt, with hypertension and a history of cerebral infarction, who in aug-2005 underwent a right hemicolectomy and right omentectomy for ascending colon cancer. Two sheets of seprafilm were placed respectively on the great omentum and between the great omentum and small intestine. Vicryl and monocryl suture thread were used during the surgery and a deep penrose drain was placed. Five days later, the pt developed panniculitis of the greater omentum at the right lower abdomen where seprafilm had been placed. In sep-2005, the pt recovered without sequelae. The reporting physician considered the event to be serious, moderate in intensity, and probably related to the use of seprafilm.